Manufacturer narrative:
One (1) actual sample was received for evaluation in a wet condition with no pouch. A clear vial containing white particulate and fluid collected from the actual sample was also received for evaluation. Visual inspection with the naked eye and magnification noted the silicone tubing was stuck inside the light blue main body and a single, white particle, 8.1 millimeter long was in the solution. The particle looked translucent white in oblique lighting with some spots of yellowish color and tan to brown in transmitted lighting. A piece of the particle was isolated for fourier transform infrared (ftir) analysis. The ftir spectrum was consistent with secondary amide, suggestive of protein. Functional testing including leak, clear passage and clamp function testing were performed; clear passage identified no flow through the transfer set, however while removing the twist clamp off the occluder feet of the main body, the tubing became unstuck. The reported condition was verified. The cause of the no flow was determined to be the stuck tubing inside the light blue main body. The stuck tubing is most likely the result of sticky residue of the patient effluent which can result in sticking of the tubing under the clamp, especially if the transfer set was functioning in therapies prior to the no flow occurrence. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a peritoneal dialysis (pd) transfer set which resulted in an obstruction of fluid flow. The pm was further described as white plastic-like material that was discovered during priming for pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.